Event description:
As reported by the user facility: customer reported pt being overfiltrated. Customer reported the machine was programmed to remove 900ml in 3. 25 hours. The pt blood pressure dropped after 1.5 hours and saline was administrated and continued treatment for another 30 min. Before being removed because of complications thought to be caused by the machine. Pt was weighed (B)(6). (B)(6). The pt refused to go to the emergency room. The customer technician reloaded software before notifying b.braun. A trend disk was not recovered.

Manufacturer narrative:
The trend disk was not returned for evaluation. This customer technician reloaded software before notifying b.braun. There is no possibility to recover a trend disk for analysis. All trends are erased when software is re-loaded. It is not possible to verify the actual treatment and settings of the machine without the trend file. No specific conclusions can be drawn. The customer technician did perform an operational check of the machine and found no problems and the machine was released back into service. All available info has been forwarded to the actual MFR for evaluation.